Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50 (B)(4) model description:st linear lead, 50cm with pre-loaded 0.014 inch stylet.

Event description:
A report was received that the patient's ipg was not working and was having charging difficulties. The physician explanted the patient and the patient was reportedly doing fine.

Event description:
A report was received that the patient's ipg was not working and was having charging difficulties. The physician explanted the patient and the patient was reportedly doing fine.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, and performance tests performed. The ipg exhibited normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization is reduced, charging can lengthen considerably. The battery depleted its charge at the typical ipg battery depletion rate. The leads passed visual inspection. The leads were intact and no parts were missing.